Event description:
During pt use, a 'switched to backup battery' alarm occurred when the ac cable was removed to change for the battery operation. It was noticed that led for the battery was indicated in red color. Replacing the battery resolved the issue. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt information was not provided.